Manufacturer narrative:
Additional information: section d.9. Correction information: section h.6. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and sound quality issue. The recipient presented with headaches and discomfort since activation. A review of the recipient¿s test data indicated impedance issues. Programming adjustments made and resolved the headaches and discomfort. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: b3, d6b & h6. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.